Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor experienced telemetry issues resulting in an inability to communicate with the implanted device. Troubleshooting steps were taken to no avail. The patient was referred to the clinic for further assistance. The monitor will not be returned at this time. No patient complications have been reported as a result of this event. (B)(6) 2016: it was later reported that the device battery may be depleted after the device was not able to be interrogated in the office with a programmer. The implanted device status is unknown at this time. No patient complications have been reported as a result of this event.